Event description:
The company was informed that during initial implant surgery, the pt's electrode array was not fully inserted. The pt underwent revision surgery on (B)(6) 2010 to fully reinsert the electrode array into the cochlea.